Event description:
The customer reported the ventilator is not switching on and there is not visible indication of power on the ventilator screen. The customer reported there was no patient involvement.